Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during a trial procedure, after the lead was placed, the patient required an increased dosage of medication to recover from the sedation, which caused her to move considerably. The physician removed the lead and abandoned the procedure.